Manufacturer narrative:
Additional information includes: 1) predominantly male gender study population, and 2) two new clinical observations associated with self-expanding transcatheter valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing outcomes between balloon-expandable and self-expandable valves implanted in patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from the multi-national atlas registry. The study population included 692 patients (patient demographics such as predominant gender and mean age were not provided). Multiple manufacturer¿s devices were implanted in the study population. Of the 692 total patients, 340 were implanted with a self-expandable medtronic evolut r or evolut pro bioprosthetic valve (unique device identifier numbers not provided). Among all patients the one-year kaplan-meier estimated survival was similar between the two valve types at 85.9% for the balloon-expandable valve and 90% for the self-expandable valve. After adjustment for gender and previous myocardial infarction (mi) the hazard ratio for all-cause mortality was similar between the two valve types. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: moderate to severe residual aortic regurgitation (4.8% for the self-expandable valve), and arrhythmia requiring permanent pacemaker implant (11.7% for the self-expanding valve). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: kalogeras et al. Real-world comparison of the last generation main balloon-expandable and self-expanding valves in patients undergoing tavi. Does the type matter? European heart journal, volume 41, issue supplement 2, november 2020,p. 1953. Doi.org/10 .1093/ehjci/ehaa946.1953. Published november 25, 2020. Earliest date of publish used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing outcomes between balloon-expandable and self-expandable valves implanted in patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from the (B)(6) registry. The study population included 692 patients (patient demographics such as predominant gender and mean age were not provided). Multiple manufacturer¿s devices were implanted in the study population. Of the 692 total patients, 340 were implanted with a self-expandable medtronic evolut r or evolut pro bioprosthetic valve (unique device identifier numbers not provided). Among all patients the one-year kaplan-meier estimated survival was similar between the two valve types at 85.9% for the balloon-expandable valve and 90% for the self-expandable valve. After adjustment for gender and previous myocardial infarction (mi) the hazard ratio for all-cause mortality was similar between the two valve types. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: moderate to severe residual aortic regurgitation (4.8% for the self-expandable valve), and arrhythmia requiring permanent pacemaker implant (11.7% for the self-expanding valve). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.